Event description:
On 02/27/2024, it was reported by a sales representative via (B)(4) that a 1280-000 targeting guide and a 1281-000 targeting guide broke. Debris was able to be recovered from the patient. This occurred during use in a case with no patient effect. Additional information requested

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. The device will inevitably sustain damage over time due to continuous mechanical forces applied to it.